Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported customer had not eaten supper, tested at home and got a compact plus result of 15.7 mmol/l. Within a few moments, the customer passed out. Customer wife called 911, ambulance came and tested the customer at "2.? Mmol/l", no time frame provided. The customer was hospitalized, treated with IV fluids. A request was made for the return of the meter and strips.